Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a fetch 2 aspiration device. Visual and tactile analysis noted 2 separations on the catheter shaft. One was at 5.5cm from the strain relief and one at 76.5cm from the strain relief. No kinks were noted on the shaft. Inside diameter of proximal of the shaft was in specification. The catheter was not functionally tested due to the damage on the catheter shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the shaft fractured. The 90% occluded target lesion was located in the mildly tortuous, significantly thrombus burdened left anterior descending artery (lad). The physician selected the a fetch2 thrombectomy catheter for use. The catheter was advanced to the target lesion with no resistance. When the physician pulled negative on the fetch2 catheter during aspiration, the catheter kinked and broke in multiple locations. During removal it was noted the device seemed very brittle and cracked and broke again. They were able to remove the whole device from the patient. The procedure was completed with different device, balloon angioplasty, and stent implantation. No complications were reported and the patient status was stable.